Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received motor error alarms on the insulin pump. The customer also indicated the act button was sticking. The customer also reported that priming continued and had to be manually stopped. The blood glucose reading was unknown at the time of event. The insulin pump will not be returned for analysis.